Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the faradrive steerable sheath presented a leak, and visible bubbles were noticed through the valve where the dilator was inserted. The sheath was replaced before entering the patient and the case went on successfully. There were no patient complications. The device is expected to return for analysis.